Event description:
Device malfunction: knot lock. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, while holding the blue and white sutures, several attempts were made to advance the knot using the suture trimmer, but were unsuccessful. The suture was removed and an angio-seal was used to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B) (4): the device is expected to be returned for eval. It has not yet been received.